Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor barrier separation. This occurred on 3 separate occasions. No serious injury or medical intervention was reported. Verbatim: "material no. 367986, batch no. 8201552." Customer reports 3 tubes of 367986 that were drawn from the same patient. Specimen was described as "not look so good" after centrifugation. Customer states via email, "today we had one patient¿s tube not look so good. All 3 tubes are from the same patient on the same collection and spun 50 mins after collecting. Thanks".

Manufacturer narrative:
Investigation: investigation summary: "bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Sst¿ tubes should be filled to stated draw volume and mixed by 5 complete inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube." Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. This complaint investigation was conducted under the premise of a previously investigated issue specific for poor barrier separation, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Root cause description: this complaint investigation was conducted under the premise of a previously investigated issue specific for poor barrier separation, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor barrier separation. This occurred on 3 separate occasions. No serious injury or medical intervention was reported. Verbatim: "material no. 367986, batch no. 8201552. -customer reports 3 tubes of 367986 that were drawn from the same patient. Specimen was described as "not look so good" after centrifugation. Customer states via email, - "today we had one patient¿s tube not look so good. All 3 tubes are from the same patient on the same collection and spun 50 mins after collecting. Thanks".